Manufacturer narrative:
Manufacturer¿s analysis could not confirm the customer comment that the stylus of the device did not work, however the comment that the stylus connector was loose was confirmed, yet was still functional; the micro processor unit (mpu) was replaced as a preventive measure. It was also noted that the cable of the stylus was pinched but functional; the stylus was replaced and recalibrated as a preventive measure. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen of the programmer did not work; replacing the stylus did not resolve the issue. It was noted that the plug for the stylus was loose and would move around. The programmer has been returned for repair. There was no patient involvement.